Event description:
It was reported that intermittent unspecified malfunction alarms occurred. The customer's blood glucose (bg) level was reported to have been elevated due to the issue, and an occurrence of 500 mg/dl was reported, though a specific date when this happened was not provided by the customer. The customer addressed their bg with a manual injection and has reverted to using an alternate method of insulin therapy.